Event description:
It was reported that ¿this thing¿s been failing¿ and he ¿lost leads¿ in the spine. The patient was scheduled for a lead revision on (B)(6). Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported the patient was still having concerns with the device or therapy. It was noted that it was "still not as good as it should be.¿ it was stated the device was ¿not working right¿ and was not covering the right spot. It was noted there was only one setting. It was stated the patient had to turn it up and down for satisfaction and comfort from the pain. It was noted the patient had an appointment on 2013-(B)(6) with their health care provider or a manufacturer's representative.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
The patient's health care provider confirmed on (B)(6) 2013 that the lead had migrated/dislodged. The lead was replaced and repositioned on (B)(6) 2013 to get left leg coverage. Hospitalization was required and the patient recovered without sequela. It was later reported on (B)(6) 2013 that the patient still had concerns but nothing else could be done. Possibly some other device.